Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys toxo igm results for 2 patients on a cobas e 801 analytical unit. Sample 1 on (B)(6) 2025: the elecsys toxo igm results were 1.37 coi (reactive) and 1.25 coi (reactive). The elecsys toxo igg result was non-reactive. The avidity igg result was low avidity. The toxo igm result using another method was 0.06 (non-reactive). Sample 2 (two different samples from the same patient) on (B)(6) 2025: the elecsys toxo igm results were 1.44 coi (reactive) and 1.40 coi (reactive). The elecsys toxo igg result was non-reactive. On (B)(6) 2025: the elecsys toxo igm result was 1.30 coi (reactive). The elecsys toxo igg results was non-reactive. The toxo igm result using another method was 0.05 coi (non-reactive). The toxo igg result using another method was 0.2 iu/ml (non-reactive).

Manufacturer narrative:
One additional sample was alleged to have generated questionable results. Sample 3: date unknown: the elecsys toxo igm result was positive. The repeat result using another methodology was negative. No numeric results were provided. Calibration signals between 13-nov-2024 and 28-apr-2025 were found within expected ranges. Additionally, qc recoveries from 08-apr-2025 and 20-may-2025 were found within specified ranges. Sample material was requested for investigation.

Manufacturer narrative:
Qc and calibration were acceptable. The customer collected 20 samples between (B)(6) 2025 and sent them for investigation. 19 out of the 20 samples were positive for elecsys toxo igm and negative for vidas toxo igm. Elecsys toxo igg and pcr testing resulted in negative. The remaining sample was also positive with vidas toxo igm; therefore, showing no discrepancy. The customer¿s reactive results in elecsys toxo igm were reproducible. Extensive analysis of the 20 patient samples revealed that 7 patient samples were true positive results. For 6 patient samples, the discrepancy was likely caused by the high sensitivity of elecsys toxo igm. The remaining 13 samples were false positive results that were caused by either label-interfering compounds (11 patient samples) or uncharacterized compounds (2 patient samples). Per the product labeling, "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.